Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s sleep/wake function was unresponsive after a software update, preventing the user from waking the device, and a replacement pump was arranged with education provided on shutdown, return shipping, data sync to the mobile app, the need to complete startup on the replacement, and continued cgm use. Symptoms included no adverse clinical effects and no alerts or alarms, and blood glucose was reportedly unaffected. Outcomes included device replacement and user guidance. Investigation included customer technical troubleshooting and review of device performance based on user report and delivery confirmation. Investigation of this case revealed a malfunction consistent with a hardware user-interface failure of the sleep/wake button without associated alarm generation. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.